Manufacturer narrative:
On 12/17/2019, during evaluation of the sample a crease was observed on the anterior. Within the crease, a rupture was noted in the anterior and extending to posterior aspect, measuring approximately 12.4 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and deflation. Concomitant medical products: mentor memorygel breast implant 275cc, catalog number 3502501bc, sn (B)(4), lot 6494243. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and experienced breast pain and rupture on the right breast implant. The patient experienced complications on (B)(6) 2019. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 325cc, catalog 3503251bc sn (B)(4) on the right side and with mentor memorygel breast implant 300cc, catalog 3503001bc, sn (B)(4), lot 7680764 on the left side on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced bilateral capsular contracture baker grade IV. The patient's weight was 126lbs, the patient's height was 5 feet 6 inches. Reason for device explant and/or reoperation: capsular contracture and rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the code breast pain was removed and the code capsular contracture was added per proper codification. Manufacturer¿s reference number: (B)(4).